Event description:
Procedure type: unk. According to the reporter: the latch broke and a small plastic part came loose, but it was detected and retrieved immediately. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further details obtained.

Manufacturer narrative:
Us initial report sent: 10/19/2007.